Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 536 mg/dl. Customer was not using auto mode feature. Customer received insulin flow block alarm. Customer was reporting a past event. Customer reports alarm did not occur during fill tubing. Customer reports event was resolved by changing complete set. Customer states the tubing was bent. The reservoir will be and insulin pump will not be returned for analysis.